Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
It was reported the devices were used during a laparoscopic cholecystectomy procedure. It was reported the red button on two 355ld would not stay down and the trocars would not arm. A third 355ld was opened and it worked fine. The first two devices were never given to the surgeon to use. The sales rep is only returning 1 device because the hosp did not save the other device. There was no consequence to the pt.